Manufacturer narrative:
(B)(4).

Event description:
The ophthalmic surgeon reported that the initial procedure was performed on (B)(6) 2015 on the left eye. This was the first case of the day. Two days postoperatively the symptom of endophthalmitis was observed. An in office anterior vitrectomy procedure was performed on the same date. Four days postoperatively, a vitrectomy combined with an anterior chamber washout and intravitreal injection of antibiotics and steroids was performed. The patient had a hypopyon and an increase in the intraocular pressure. No improvement reported at this time. In the surgeon's opinion, it was unknown if the device caused or contributed to the event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that a fellow surgeon's patient developed endophthalmitis (enterococcus) after a vitrectomy procedure. No product samples were retained. Additional information was requested; however, none has been received to date. This is one of two reports.

Manufacturer narrative:
The lot specific to this event was not known; therefore, a lot history and device history record review were not possible. The customer did not retain a sample for this complaint report; therefore, a visual inspection or functional testing could not be conducted. The root cause of the customer's complaint could not be established as a sample has not been received. (B)(4).